Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the dilator was worn. There was no patient involvement.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Received one powerport isp with 8fr polyurethane catheter for evaluation. Visual and microscopic investigation noted damage to the dilator tip. Therefore, the investigation is confirmed for the alleged damaged/defective dilator. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 10/2018), (07/2017). Device not returned at this time.

Event description:
It was reported that the tip of the dilator was worn. There was no patient involvement.